Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Blood glucose level of the customer was 50 mg/dl at the time of the incident and other relevant blood glucose level was 332 mg/dl, 130 mg/dl and 103 mg/dl. The customer was treated with the food. The customer was assisted with troubleshooting for the low blood glucose level. The insulin pump will not be returned for the analysis.